Event description:
The physician was ablating for 120 sec. The stockert flashed hardware failure and noise alarm went off. The first time plugged in, the extension cord was lost. The second time, the extension cord was in the socket. Turned off turn off global port. The stockert and thermocool catheter would not work again without alarm and hardware failure. A new stockert in room. Given to biomedical engineer. Stockert not in use at this time. No harm to the patient.